Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot h12k20028 with no issues noted during the manufacturing process. A review of all batch record documents was performed on potentially associated lot h13a06034 with no issues noted during the manufacturing process. There was an exception noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering.